Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a bent cannula on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer reports the infusion set cannula is slightly slanted. The customer was advised to change infusion set. The customer was advised to call when issues happen. The customer was advised that we will send replacement sensor and infusion set/reservoirs and packing to return the items.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.